Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. G2: foreign: canada.

Event description:
It was reported that during inspection the device had a bent comb. No patient involvement as a result no surgical delay or patient harm occurred. Diligence is complete.

Manufacturer narrative:
This incident is being recorded under cmp-(B)(4). This report is being submitted to provide additional/corrected information. The following fields have been updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h11 corrected: e1 (email address) review of the most recent repair record determined the comb was bent and damaged. The comb and spring were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.